Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a person with diabetes (pwd) reported line blocked alarm. After removing site to inspect tubing, the pwd noticed a small kink in the tubing. The pwd then ran fingers along tubing to straighten out the tubing, which was noted to be resolved. The pwd then performed a cannula fill to confirm droplets at the end of the tubing, indicating proper insulin flow. The pwd then re-attached tubing to site and was able to deliver remaining portion of bolus without issue. No patient harm or injury.